Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, the lp became dislodged and was free-floating. The lp was retrieved and replaced on (B)(6) 2026. The patient was stable.